Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d4 (version or model #), d7a, d10. The product was returned with the membrane completely unfolded and no blood visible on the iab. Two 0.025in guidewires were returned for evaluation, one guidewire had a kink and the second had a bent. The one-way valve was returned attached to the iab. The engineer attempted to insert the original returned 0.025in guidewires through the inner lumen and was not able to successfully insert the guide wire. The engineer hen attempted to insert a laboratory 0.025in guidewire through the inner lumen and was able to successfully insert the guidewire, no obstructions were felt. The one-way valve was vacuum tested, and it held vacuum. The reported difficult/unable to insert iab through guidewire is confirmed by the evaluation. The kink and bent in both the 0.025in returned guidewires could have caused the issue of insertion. We are unable to determine when this may have occurred. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are related to the event. The reported difficult/unable to insert iab through guidewire is confirmed by the evaluation. The kink and bent in both the 0.025in returned guidewires could have caused the issue of insertion. We are unable to determine when this may have occurred. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. Complaint ID: (B)(4).

Manufacturer narrative:
Due to the character limit in the e1 section initial reporter name, the full initial reporter name is (B)(6).. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during femoral insertion, the intra aortic balloon (iab) had difficulty to advance over the guidewire. Then the second balloon was opened but could not advance over the guidewire. The third balloon was opened and it worked appropriately. There was no harm to the patient.